Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for three patient samples tested for ast (asat/got) aspartate aminotransferase acc. To ifcc with/without pyridoxal phosphate activation and one patient sample tested for alt (alat/gpt) alanine aminotransferase acc. To ifcc with/without pyridoxal phosphate activation on a modular analytics p-module. The erroneous results were not reported outside of the laboratory and the samples were repeated on a different analyzer. No units of measure were provided for either test. The first sample initially resulted with an ast value of 90, which repeated as 21. The second sample initially resulted with an ast value of 51, which repeated as 22. The third sample initially resulted with an ast value of 119, which repeated as 17. The fourth sample initially resulted with an alt value of 148, which repeated as 15. No adverse events were alleged to have occurred with the patients. The ast and alt reagent lot numbers and expiration dates were asked for, but not provided. The customer ran precision studies and these were good. The customer performed monthly maintenance on the analyzer, blocked the analyzer for testing, and replaced the ast reagent pack. After maintenance, the customer received a cell blank error. The customer then performed a cell wash. The field service engineer found a leaking rinse nozzle. The nozzle was leaking into the cuvettes due to broken tubing.

Manufacturer narrative:
The investigation did not identify a product problem. With the information provided, the cause of the event could not be determined.